Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. According to the customer, an increase in positivity rate was observed prior to the ntc failing. Run analysis of the simplexa results are as follows: on (B)(6) 2022@1124: ntc failed for detection of orf1ab (33.5), on (B)(6) 2022@1312: sample 10599: orf1ab (32.0); on (B)(6) 2022@1449: sample 10561: s gene (31.2) orf1ab (32.8), sample 10565: s gene (32.8) orf1ab (32.4) , sample 10556: s gene (34.9) , sample 10562: orf1ab (31.9); on (B)(6) 2022@1617: sample 10575: s gene (33.1) orf1ab (32.7), sample 10620: s gene (32.4) orf1ab (32.2), sample 10619: s gene (31.1) orf1ab (32.0), sample 10578: s gene (31.8) orf1ab (34.4) , and sample 10581: s gene (34.6); on (B)(6) 2022@1742: sample 10583: s gene (33.5), sample 10580: s gene (33.0) orf1ab (31.4); on (B)(6) 2022@1535: ntc failed for detection of s gene (34.3); on (B)(6) 2022@0640: sample 10581: orf1ab (34.7), sample 10644: s gene (32.4) orf1ab (32.3); on (B)(6) 2022@0916: ntc failed for detection of s gene (31.1) orf1ab (30.3); on (B)(6) 2022@1122: 2 ntc failed for detection of s gene (32.3, 31.1) orf1ab (33.8, 33.0). Based on the samples above being detected at or above 32 cts with some having only 1 target detected, it is likely these are samples near the limit of detection fo the simplexa assay and could repeat as negative on the same assay or even competitor assays. It was observed that ntc (no template controls) were failing due to detection of one or both covid targets. This acts as the negative control and detection of covid targets indicates some level of contamination present. Dom: 12/16/21. Exp: 12/22. Batch record review showed the critical component, reaction mix mol4151 lot# us13740, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2022 with 14 ntc replicates with zero occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# us13543 for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay. According to the customer, an increase in positivity rate was observed prior to the ntc failing. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.